Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013, with the following findings: the prime history had several large primes recorded. Performed pump rewind, load, and prime with no loss of prime. Ran load step with a cartridge set to 100 units. After load the pump displayed 100 units. Force sensor calibration was out of specification, low. Removed pump from case. Removed force sensor from motor assembly. Force sensor plate was contaminated with a green substance. Force sensor plate resistance was reading out of specification. Unrelated to the complaint, the display was faded and pink. Removed displayed and placed new good display in and new display contrast returned to normal. The internal battery was corroded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a contaminated force sensor, a force sensor out of calibration, corrosion and failure of the internal battery. This report is made based on the results of an investigation completed on (B)(4) 2013.